Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a chronic infection, which led to an extrusion of the device. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Further device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. In addition damage to the active electrode caused by device minute mobility was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The patient presented with a severe infection that required emergency explantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient presented with a severe infection that required emergency explantation.